Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05724. It was reported the patient experienced ineffective stimulation after she bent over and heard a ¿pop¿ noise. X-rays were unremarkable for lead fracture or damage, and diagnostics revealed high impedances on all contacts of both leads. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-05724. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 for the impedance issues on the leads, and it was found the leads were visibly fractured at the anchor site. The physician therefore explanted both leads and replaced them with a single lead. Postoperatively, effective stimulation was restored.